Event description:
It was reported that a malfunction occurred, identified as malf 16, but there were no notable events leading up to it. The malfunction did not adversely affect the customer's blood glucose level. However, the customer experienced high blood glucose levels while using an alternate insulin delivery method (mdi) instead of the pump and required hospitalization, including a stay in the ICU. The pump was not in use or charged during this period. Tandem technical support decided to replace the pump, and they confirmed the shipping details for the replacement. The customer was informed to return the faulty pump using a pre-paid label within ten days, and a diabetes educator contacted the customer to ensure ongoing support until the new pump arrived.